Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015, the patient presented in clinic for follow up. Upon interrogation, the patient would experience a small shock while the wand is over the pulse generator. On (B)(6) 2016, the patient presented in clinic for follow up. Upon interrogation, the patient experienced similar shock while the device was being interrogated. No intervention was performed. No further information was available.